Event description:
Caller reported a malfunction on the pump without any notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.